Manufacturer narrative:
On (B)(4) 2011, bci field service engineer (fse) was dispatched for event. Fse replaced the broken wash cup which resolved the problem. Root cause for the leak was the broken rinse cup. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a blood leak in the drip tray under the primary needle of the coulter lh 750 hematology analyzer. User was wearing personal protective equipment (ppe) consisting of lab coat, gloves and eye protection. There were no reports of exposure to mucous membranes or open wounds. There were no reports of death, injury or change to patient treatment attributed or associated with this event.